Manufacturer narrative:
Product was not returned so the evaluation was unable to be performed. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was unconfirmed. No root cause was determined. (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that a brand new c2602 cusa excel 36khz straight handpiece failed during a trial using the cusa test box on (B)(6) 2019. On the device, the failure was presented as handpiece failure. It was the first time that the handpiece was taken out of the box. There was no patient prepped for a procedure. There was no patient injury or delay noted. Additional information has been requested.